Manufacturer narrative:
Product event summary #(B)(4). The 6940 lead was not returned for analysis. However, performance data collected from the device was received and analyzed and analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. It was noted that analysis of the device memory indicated a lead impedance out of range alert and analysis of the device memory indicated the impedance trend on the atrial pacing lead was variable. An out-of tolerance subthreshold lead impedance alert was recorded on (B)(4) 2013. The max atrial impedance rises from an approx. Baseline of 900ohm to > 4000 ohm the week ending (B)(4) 2013. Max atrial impedance varies between 418 ohm and 1311 ohm between the weeks ending (B)(4) 2011 and (B)(4) 2013.

Event description:
It was reported that the patient presented after hearing alert tones and it was confirmed that the right atrial (ra) lead had impedance anomaly and unstable increasing threshold. Therefore programming changes were made and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was later reported that there was confirmed insulation damage and the lead was capped.